Manufacturer narrative:
Investigation found that pump had experienced error code 45 in pump's history. New pump software was installed. Reference recall number: z-1870-2011.

Event description:
Info received indicates the pump had experienced error code 45.